Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of loss of connection. A definitive root cause could not be determined. A follow up report will be submitted once the evaluation has been completed.